Event description:
It was reported that this electrode was revised due to unknown product performance issue. Currently, this product remains in service and no additional adverse patient effects were reported.